Event description:
It was reported that during a selenia dimensions procedure on (B)(6) 2022, the customer reported that the c-arm rotated without any command from the staff, the device rotated 90 degrees to 120 and 90 without any command. No patient injury was reported. The field engineer examined the console and found that the control switches were defective and replaced them. After the installation the system met the manufacturer´s specifications.